Event description:
It was reported that there were three malfunctions occurring simultaneously, according to the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.